Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service center identified b30 and e216 scope communication errors, a black screen and corrosion of the charge-coupled device (ccd). There was no patient involvement.